Event description:
During preparation of the device the needle (after flushing) couldn't be retracted into the catheter. There was no damage noted to the outback catheter when it was removed from the packaging. All specified ports of the device were properly flushed with a thirty second and flushed again. The physician and tech were experienced with the device and had never experience problems. When the cannula was actuated, there was a slight resistance. The device was straight when the cannula was actuated and retracted. The sales rep was not present at the procedure. The product was not used in the patient. Another device was used successfully to continue the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.